Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon used a 512h on a female pt who has had at least two previous abdominal surgeries. It was reported the surgeon did not insufflate prior to inserting the device at the umbilicus site. The surgeon reported the insertion of the device appeared to be normal as he was entering the abdomen. After the device was inserted, the surgeon insufflated briefly. Upon removing the obturator the surgeon placed the scope into the device and discovered the small bowel was punctured in two areas. It was reported the bowel was adhered to the abdominal wall where the trocar was inserted. The surgeon converted to an open procedure and repaired both puncture sites with suture. The surgeon completed the procedure without further difficulty. It was reported the pt was doing well postoperatively. It was reported the surgeon is familiar with many times in other procedures.